Event description:
The patient performed a blood glucose test on the suspect device before dinner and obtained a result of 235 mg/dl. Pt took insulin and about three hours later was not feeling well. Then spouse used the suspect device to check pt's glucose and spouse obtained a reading of 178. Pt suspected the device was incorrect and took pt to the ER. Pt's glucose was 30 mg/dl in the hospital. Pt was treated with a glucose drip and given food. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.